Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, during a facility visit on june 5th, the water filter was replaced. It was confirmed that the replacement period for the water filter was overdue, and important points to consider when using the reprocessing process were explained. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the user did not thoroughly read the instruction manual and mismanaged the replacement of the water filter, which led to the filter replacement period being overdue. The event can be detected/prevented by following the instructions for use (IFU): chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter (maj-2318)¿. Replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor had a e01 error. The water filter was last replaced on november 25, 2021, and has not been replaced since then. The issue occurred during reprocessing. There were no reports of patient harm.